Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. A new device with different model was implanted. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).